Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was wearing the cartridge for 4 days. Tandem customer technical support (cts) informed customer that wearing the cartridge for 4 days is off label per the tandem user guide. Customer¿s blood glucose level was 400 mg/dl with high ketones. Customer was admitted to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was released from the hospital the same day with the issue resolved and no permanent damage. System check was performed with tandem technical support (cts) and no issues were identified. Customer changed the pump supplies to address the issue.